Event description:
Bausch + lomb received an electronic mail communication from a consumer who underwent implantation of the crystalens intraocular lens in both eyes. Postoperatively, the patient reports that the crystalens does not provide reasonable vision during operation of his motorcycle, specifically from 55 to 60 miles per hour. Additional information has been requested.

Manufacturer narrative:
Intraocular lens remains implanted. (B)(4).